Event description:
It was reported that fiber broke at the connection hub of the soltive premium superpulsed laser system, resulting in a small flame on the fiber. The case was completed with a second fiber. There were no reports of patient or user harm. Report 3 of 3.

Manufacturer narrative:
Related patient identifier: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection; however, an olympus field service engineer (fse) was dispatched to the user facility, and the reported failure was confirmed. Based on the results of the investigation, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.